Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore no direct product analysis is available.

Event description:
Same as 6000093-2006-01262. It was reported that a post coronary drug eluting stenting treatment procedure, an acute thrombosis occurred. During the initial procedure, the physician placed a taxus express2 2.75x32mm drug eluting stent to the 100% stenosed lesion located in the mid left anterior descending (lad) artery, another taxus express2 3.5x16mm drug eluting stent was placed in the 90% stenosed proximal lad and a third vessel was treated with balloon angioplasty. Medications used during this procedure include angiomax, versed, fentanyl, nitroglycerin, phenergan, demerol and plavix. Approximately two hours after the initial procedure, the patient presented with chest pain and ECG changes. Angiographic pictures showed an in-stent thrombosis in the lad. The physician inserted a wire past the lesion and made several passes with the angiojet to clear the clot. This was followed by an angioplasty balloon and placement of a liberte 3.5x20mm bare metal stent to the proximal portion of the lad. The wire was then placed past the lesion in the first diagonal (dx) branch. An angioplasty balloon was then used several more times to open tthe vessel and a taxus express2 3.5x8mm drug eluting stent was successfully placed. A second wire was then placed down the lad. A kissing balloon pattern was then performed to the mid lad and the first dx branch. The wire was removed from the first dx branch and left in the lad. This was followed by an angioplasty balloon to the ostial portion of the lad and placement of a guidant vision stent. The patient was relaxed and sent to ccu to recover. Medications used during this procedure include; integrilin, versed, nitroglycerin and adenosine. Patient will be discharged home on 75 mg. Daily plavix and one aspirin one time per day indefinitely. No patient injuries or complications occurred during this procedure. Patient status is satisfactory.